Event description:
The cutter, located at the distal tip of a 7.0f coronary atherectomy catheter, became lodged within a saphenous vein bypass graft during an atherectomy procedure. Pt's angiogram revealed that the cutter was lodged between two opposing metal clips that had been implanted during the pt's prior bypass surgery to mark the location of graft anastomoses. Attempts to withdraw the cutter catheter were unsuccessful. Pt underwent emergent surgery to remove the tec cutter catheter. A surgeon successfully dislodged the catheter. Pt had an uneventful recovery and was discharged without further complication. Device involved in this event was not retained by the user for eval by ivt. No further action is necessary.